Event description:
The patient's gender and age were unknown. The target lesion was the common iliac artery. Calcification, vessel tortuosity and the rate of stenosis were unknown. Ipsilateral approach was taken for the procedure. A smart control (complaint product) was delivered to the target lesion. However, the stent jumped forward and was not placed in the precise position. As the stent could not cover the lesion, an additional new product (c09040sl, lot unk) was delivered and the lesion was successfully covered without any other issues. There was no adverse event and the patient is in stable condition. The complaint product delivery system will be returned for analysis. The device was stored, handled, and prepped according to the IFU. Nothing unusual was noted about the stent delivery system prior to use. The smart control locking pin was in place during advancement towards the lesion. The locking pin was not removed before attempting to deploy the smart control stent. The user held the handle of the smart control sds flat and straight outside the patient per IFU.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The target lesion was the common iliac artery. Calcification, vessel tortuosity and the rate of stenosis were unknown. Ipsilateral approach was taken for the procedure. A smart control was delivered to the target lesion. However, the stent jumped forward and was not placed in the intended position. As the stent could not cover the lesion, an additional new product was delivered and the lesion was successfully covered without any other issues. There was no adverse event and the patient is in stable condition. The device was stored, handled, and prepped according to the IFU. Nothing unusual was noted about the stent delivery system prior to use. The smart control locking pin was in place during advancement towards the lesion. The locking pin was not removed before attempting to deploy the smart control stent. The user held the handle of the smart control sds flat and straight outside the patient per IFU. It is unknown if, as the IFU advises, the user advanced the stent delivery system past the lesion site and then pulled back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. It is unknown if unusual force was used in attempt to cross the lesion. An internal cordis investigation revealed that pushing the sds against resistance can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. One non sterile unit smart control, iliac 9x60 was received coiled in a plastic bag. The locking pin and the stent were not received with the device. Two kinks were found at 1.5cm and 14.6cm from ID band, but it may have occurred when the device was introduced inside of the plastic bag in order to be returned. No other anomalies were found. Usable length of the stent delivery system (sds) was measured and it was found within specification per 02a3120, rev 9. The deployment process was performed without the stent and no anomalies were found, per dp 12189826 rev 1. The DHR review revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported failure by the customer as "deployment difficulty-inaccurate placement" could not be evaluated, however the functional deployment was performed without stent and no anomalies were found, it is possible that procedural factors may have contributed to the failure experienced by the customer during the procedure. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be related to the smart control manufacturing process, therefore no actions will be taken at this time.